Manufacturer narrative:
An investigation was performed using visual and stereo microscopic inspection on the plate that was returned. Process evaluation was also completed on the lot number provided. Tensile cracks were observed under the stereo microscope. Further observation determined there were no indications of material or manufacturing defects observed. The product history device records were also reviewed based on the lot number provided, and no abnormalities were found. The results of the investigation conclude that the root cause for breakages were due to mechanical overload on the device. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up will be submitted.

Event description:
Reconstruction plate broke. Patient was compliant however the doctor believes the patient might have grinded or clinched during the night causing stress. Plate was removed and replaced.